Event description:
It was reported that during an ipg replacement procedure, a high impedance issue was noted. To address the issue, one extension was replaced during the procedure. The procedure was extended by 10 minutes. Therapy was restored post op. It is unknown which extension caused/contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 60cm, b, model: 6372, UDI: (B)(4); serial: (B)(6), batch: 8382596.